Event description:
Literature review titled "anaplastic large cell lymphoma: unusual clinical and pathologic findings: a report of the 2023 sh-ea4hp lymphoma workshop¿ reported "a female patient with cosmetic textured breast implants for approximately 15 years presented with breast pain, sheets of large cells admixed with necrosis, capsular invasion and enlargement and enlargement and was diagnosed with breast implant-associated anaplastic large cell lymphoma (bia-alcl) with lymph node involvement. Diagnostic evaluation included ultrasound and lymph node biopsy. Histopathological markers of cd30+ and alk- have been provided. Case noted as sh2023-287. This record is for an unknown side. Device was explanted.

Manufacturer narrative:
Bia-alcl confirmed. Histopathological markers of cd30+ and alk- provided. Though the manufacturer of the device has not been confirmed to be abbvie, this record will be considered reportable following a conservative approach. Literature article citation: jie xu, eric d hsi, roberto n miranda, mario l marques-piubelli, l jeffrey medeiros, andrew l feldman, anaplastic large cell lymphoma: unusual clinical and pathologic findings: a report of the 2023 sh-ea4hp lymphoma workshop, american journal of clinical pathology, volume 164, issue 1, july 2025, pages 110¿125, https://doi.org/10.1093/ajcp/aqaf029. Additional contributing healthcare professionals and contact information: eric d. Hsi, md. Department of laboratory medicine and pathology, mayo clinic, rochester, mn, united states. Roberto n. Miranda, md. Department of hematopathology, the university of texas md anderson cancer center, houston, tx, united states; mario l. Marques-piubelli, md. Department of hematopathology, the university of texas md anderson cancer center, houston, tx, united states; l. Jeffrey medeiros, md. Department of hematopathology, the university of texas md anderson cancer center, houston, tx, united states; andrew l. Feldman, md. Department of laboratory medicine and pathology, mayo clinic, rochester, mn, united states the event of breast implant associated anaplastic large cell lymphoma (bia-alcl) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: bia-alcl, confirmed with cd30+ and alk- markers.